Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a 60-year-old female patient underwent breast reconstruction surgery with a 450cc mentor memorygel breast implant and experienced capsular contracture; baker grade ii, and material deformation on her right side postoperatively. The patient underwent bilateral explantation and replacement with catalog number 3505501bc; serial number (B)(4) on the right and with catalog number 3505501bc; serial number (B)(4) on (B)(6) 2018. On september 14, 2022, mentor became aware that patient experienced capsular contracture; baker grade ii on her right side with the replacement device and is being reported separately under manufacturer report number 1645337-2022-11196.

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). The mentor failure analysis lab has received the device for evaluation. The analysis was completed and submitted. However, re-evaluation is being performed based on additional information received on september 14, 2022 including manufacturing record evaluation. When the investigational re-analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right capsular contracture; baker grade ii, and material deformation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 12, 2022, device evaluation was completed. Device evaluation summary: upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device or on the shell surface. Pe discovered a crease on the anterior aspect. No other anomalies were discovered. Potential cause: the cosmetic failure detected might be the issue reported by the customer. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Corrective action: because pe was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Conclusion statement: according to the information received, it was reported by the customer crease/ fold upon explantation and capsular contracture. Pe discovered a crease on the anterior aspect. No other anomalies were discovered. The cosmetic failure detected might be the issue reported by the customer. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 22, 2022, mentor became aware that device return date under field d9 was mistakenly left blank. It has been correctly added on this form. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4). D9 for device return date and if the device was returned.